Event description:
A report was received that indicated the patient was using the administration set. During change of sites, the cannula broke off inside the patient. Surgical intervention was required to remove the cannula. No permanent adverse effects to patient reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.